Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and the catheter stimulated by itself. It was reported by that when the smarttouch catheter was connected to the carto 3 system, the catheter was in the patient¿s leg not the heart and the catheter started to stimulate in the very high frequency 100ms. Because of the stimulation in the failure vein, the catheter stimulated by itself and patient got a very high pain. The smarttouch catheter was disconnected to stop the stimulation. The catheter and catheter cable were replaced and the issue was gone. The patient event was assessed as non-serious and not considered to be MDR reportable as an adverse patient event since the event was high pain, yet, there is no indication the event was life threatening, no indication that it resulted in permanent impairment of a body function or permanent damage to a body structure, there was no report of medical or surgical intervention and there is no report of prolonged hospitalization.